Event description:
The recipient reportedly experiences pain with device use. Programming adjustments were made; however, the issue did not improve. Device testing could not be performed due to pain. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain issues have resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. A review of the device history record was completed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section: b.1, b.2 & h.1. Additional information sections h.6, b.1 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is believed to be attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog chip integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.